Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured at 10-12 cm from the terminal pin particle abrasion noted was noted in the outer insulation, but no irregularities appear above the fractured area. Regions of fatigue and overload were observed on two fracture surface areas, however, the remaining fracture surface area was covered with mechanical damage and contamination, therefore, analysis was unable to determine the style of the fracture, however confirmed that the type of fracture was classified as fatigue.

Manufacturer narrative:
Updated serial number.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that out range pacing impedances were noted on this right atrial (ra) lead. This lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--